Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further described as touch contamination. On an unreported date, the pt was treated with unspecified antibiotics intraperitoneally for 21 days for the peritonitis. The pt was not hospitalized for the event. At the time of this report, the pt was reported to have recovered from peritonitis. Therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.